Event description:
New information stated that the lead was explanted due to dislodgement.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was intermittently oversensing t-waves after sensed events. An inappropriate shock was delivered. T-waves amplitudes were equal and sometimes greater than the r-waves. The lead was repositioned.